Manufacturer narrative:
The investigation determined that lower than expected thyroid stimulating hormone (tsh) results were obtained from samples from three different patients using vitros immunodiagnostic products tsh reagent lot 7500 and lot 7520 processed on a vitros 5600 integrated system. The results were lower than expected when compared to the results from a non-vitros quest reference method using the same patient samples. The assignable cause of the event was likely biotin interference that affects the vitros tsh method but not the non-vitros method. According to the vitros tsh instructions for use, specimens with biotin concentrations up to 2 ng/ml demonstrated a less than or equal to 10% change in results. Biotin concentrations greater than this falsely decrease tsh results for patient samples. All three affected patients were taking vitamins and supplements that contain approximately 30 mcg biotin. Quality control results as well as within run precision testing results for vitros tsh in combination with the vitros 5600 system were within expectations indicating acceptable reagent and instrument performance. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 7500 or 7520.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected thyroid stimulating hormone (tsh) results were obtained from samples from three different patients using vitros immunodiagnostic products tsh reagent lot 7500 and lot 7520 processed on a vitros 5600 integrated system. The results were lower than expected when compared to the results from a non-vitros quest reference method using the same patient samples. Vitros tsh reagent lot 7500: patient 1 result of <0.015 miu/l (hyperthyroid) vs the expected result of 0.43 miu/l (euthyroid) patient 2 result of 0.060 miu/l (hyperthyroid) vs the expected result of 4.06 miu/l (euthyroid) vitros tsh reagent lot 7520: patient 3 result of 0.056 miu/l (hyperthyroid) vs the expected result of 2.01 miu/l (euthyroid) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower-than-expected patient sample results were reported from the laboratory and were questioned by physicians. No treatment was initiated, altered or stopped based on the reported results. There was no reported allegation of patient harm as a result of this event. This report is number three of three mdrs for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).